Event description:
It was reported that the patient went to the hospital due to the lead integrity alert being triggered.the lead was found to have short interval counter at seventeen.the physician was able to reproduce the problem during the procedure and decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal conductor was fractured, the high voltage coils were stretched, the outer insulation was torn, the distal electrode was covered in blood, and there was blood on the high voltage coils; full lead returned and analyzed. Analysis of performance data found 1 - patient alert for lead failure predictor on (B)(6) 2012 19:40:21. Ventricular short interval count v-sic=33 counts, in 0.86 day, between (B)(6) 2012 018:15:24 and (B)(6) 2012 14:48:04.

Event description:
It was reported that the patient went to the hospital due to the lead integrity alert being triggered. The lead was found to have short interval counter at seventeen. The physician was able to reproduce the problem during the procedure and decided to replace the lead. No patient complications have been reported as a result of this event.